Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 13 cfu, bacterial identification: staphylococcus capitis, staphylococcus warneri. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: 2 cfu, bacterial identification: corynebacterium species. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 2 cfu, bacterial identification: staphylococcus warneri. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 3 cfu, bacterial identification: peribacillus simplex. Sampling date: (B)(6) 2025, sampling from: all channel, cfu: 20 cfu, bacterial identification: n/a. Based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination or infection. In general, device damages (e.g. Scratches, cracks, foreign objects, clogging channel tube, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cleaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. The initial olympus hygiene microbiological investigation (hmi) didn't confirm customer findings, but shown a low contamination level. After additional reprocessing by olympus, the hmi results were within the acceptance criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.